Manufacturer narrative:
Product not returned for evaluation. Alleged issue was addressed with the technical support team assigned to the customer¿s location.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level.